Event description:
It was reported that during the sleeve gastrectomy procedure, on the 4th firing with a blue reload on a 60 mm echelon plus, the staples were completely malformed and it cut the tissue without forming staples on the remnant side. The stomach opened up and started bleeding. The sleeve had to be sutured closed. The procedure was completed successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: this is an analysis of thirteen photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the img from 1 to 4 shows a piece of the tissue on a table and a staple line can be seen on it. Also, on a section of the staple line, some b-formed staples and no properly formed staples could be observed. The photos from pictures 1 to 9 show slightly bleeding with a staple line on the tissue. However, proper or improper staples could not be observed due to the tissue and bleeding. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. D4: batch #529a62. Additional information was requested and the following was received: our failure analysis lab received a wrong product with reference to this complaint, we received plee60a instead of psee60a: 1. Could you please clarify if extra/wrong device belongs to this complaint? It is plee60a sorry I put the wrong code in when filing the complaint. The correct device was sent back. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one ecr60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.